Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 26 mmol/l (468 mg/dl) experienced itching and ketones, while wearing the pod on the abdomen between 25 and 36 hours. Insulin was noticed to be leaking out and upon removal, the cannula was found to had dislodged from the infusion site. The diabetic nurse was called, who advise to treat the hyperglycemia by delivering a manual insulin injection of 3 units and apply a new pod.